Manufacturer narrative:
The implant involved is a gmk tibial insert ps fixed # 6/17mm, ref (B)(4), lot 083188 (10 pieces produced). Document review: all parameters were found to be in compliance with the specifications valid at the time of manufacturing. The washing cycles were run according to specifications and no alarm of deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production. Checking the x-rays, the postero-stabilized screw was not fixed in its position, but free and close to the femur component. From the visual inspection of the explanted implant, it was observed that the edges of the insert were seriously deformed and worn out, in particular the posterior lips were bent. The bottom of the insert had a lot of scratches and the shape of the thread of the screw was observed on the whole surface. On the basis of the status of the explanted insert it is possible to state that the insert was probably not engaged into the tibial baseplate, but just leant on the surface. The posterior lips, not engaged in the appropriate seat, got deformed due to the body weight of the patient. The insert, not clipped into the baseplate, did not allow the screw to be placed axially into the hole, therefore the screw was not screwed correctly, went out of the hole and moved freely between the baseplate and the insert, until the back of the knee. The event is high likely due to a mistake made by the surgeon during the first surgery.

Event description:
Revision surgery due to the dislocation of the insert.